Manufacturer narrative:
Customer provided with lot number and serial number. The device history record was reviewed and no issues were observed. The product was manufactured, tested and released in compliance with procedures.

Event description:
An (B)(6) year old woman with dementia and pxf was sent to me for urgent surgery. She was nlp in the other eye and 20/50 with an iop of 42 and advanced damage in her good eye on maximal medical therapy. I performed an urgent uneventful ahmed implantation with donor sclera with ac half-fill of ovd. Post-operatively, she was over filtering, initially with an iop of 7 and moderate choroidals. Despite repeat ovd injection, she I went back on pod#3 and explored the valve. It appeared that the valve was overfiltering as the ac did not stay deep with injection of bss with large bleb formation. There was no flow around the tube. I removed the tube and replaced it with another which worked to control her iop. Unfortunately, she developed suprachoroidal hemorrhage and ended up with lp vision in this eye. This has worsened her dementia considerably and has had tragic consequences on her quality of life, which has severely affected her entire family. This is the first time I have encountered an overfiltering ahmed valve in over 800 surgeries. Unfortunately I discarded the tube because I felt it was a rare enough complication that did not need systemic exploration, but the family subsequently asked me to approach the vendor to find out if they could provide more information about the frequency and reason for this complication. I could provide you with the sn of the faulty tube if this is helpful.

Manufacturer narrative:
We are unable to confirm the report as there is no sample available for evaluation there is no lot number/serial number provided and we can not complete the device history record review all product is tested 100% for performance prior to product release.

Event description:
An (B)(6) woman with dementia and pxf was sent to me for urgent surgery. She was nlp in the other eye and 20/50 with an iop of 42 and advanced damage in her good eye on maximal medical therapy. I performed an urgent uneventful ahmed implantation with donor sclera with ac half-fill of ovd. Post-operatively, she was over filtering, initially with an iop of 7 and moderate choroidals. Despite repeat ovd injection, she I went back on pod#3 and explored the valve. It appeared that the valve was overfiltering as the ac did not stay deep with injection of bss with large bleb formation. There was no flow around the tube. I removed the tube and replaced it with another which worked to control her iop. Unfortunately, she developed suprachoroidal hemorrhage and ended up with lp vision in this eye. This has worsened her dementia considerably and has had tragic consequences on her quality of life, which has severely affected her entire family. This is the first time I have encountered an overfiltering ahmed valve in over 800 surgeries. Unfortunately I discarded the tube because I felt it was a rare enough complication that did not need systemic exploration, but the family subsequently asked me to approach the vendor to find out if they could provide more information about the frequency and reason for this complication. I could provide you with the sn of the faulty tube if this is helpful.